Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was not powering on when she tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged issue first started. The patient reported using no medications to manage her diabetes. The patient reported making no changes to her usual diabetes management routine on the day of the allege disuse. The patient reported at an unknown time, she developed symptoms of ¿shaking.¿ the patient denied receiving any medical treatment in response to her alleged symptoms. During the time of troubleshooting, the cca confirmed there was no misuse of the subject meter and it was not the first time the meter had been used. The meter¿s battery needed to be replaced, however the patient did not have a new battery available. The cca the patient was using the correct test strips. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.